Event description:
Pt s/p CABG x 4 with iab inserted. Three days later at 130p iabp stated catheter faults unable to obtain correct iabp waveform. Blood found in tubing. Surgeon removed iab at 130p and iab found to have clot formation in catheter. Pt with adverse effects post iabp removal.